Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 10/29/2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side moderate pain, rupture, and inflammation, frequent rashes, fibromyalgia, gastrointestinal problems.

Event description:
The patient reported left side moderate pain, rupture, and inflammation. The patient also reported "frequent rashes, fibromyalgia, gastrointestinal problems" which are not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., g.2., h.6.

Event description:
Patient reported implant "migrated throughout my body". Patient also reported "other health problems associated with bid" and "problems gaining weight"; these events are not device related.